Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 7 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when drawing insulin the plunger rod was difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints). Plunger rod has been difficult to move when drawing insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned three (3) loose 0.3ml bd insulin syringes. Consumer reported that the needles are not able to penetrate their skin, the shields are difficult to remove, and plunger movement was difficult and was unable to open some bags due to poor perforation. All three syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 1.46 sample 2 2.64 sample 3 2.45 all three syringes tested within specification. Next, all three syringes were tested for plunger rod movement: all three plunger rods were able to be moved properly. Last, all three syringes were tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point outer diameter (in.) Lube sample 1 good 0.0103 good sample 2 hooked --------- ------- sample 3 hooked --------- ------- one out of the three tested syringes tested within specification. Two of the syringes were examined with damaged/hooked cannula points, and were not tested for outer diameter or lube coverage. Since no packaging was returned, the alleged package poor perforation issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula point hooked) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure ( shield does not detach as intended, plunger rod difficult to move, package poor perforation) after visual inspection of the physical sample, 2 samples are confirmed to have hooked cannula and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: ¿ racks loaded with hubs travel down a conveyor towards the cannulator. ¿ they approach the cannulator turning horizontally in order to receive cannula. ¿ racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿ then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿ the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿ the finished product pick and place head will not pick it up in the gripper as it is gripping the shield for pick up. Investigation: did not find any l2l dispatches for repairs/ adjustments. There were no notifications pertaining to the complaint. Root cause: root cause cannot be determined.

Event description:
It was reported that when drawing insulin the plunger rod was difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints) plunger rod has been difficult to move when drawing insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when drawing insulin the plunger rod was difficult to move with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: (2 of 2 complaints) plunger rod has been difficult to move when drawing insulin.